Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call for blood glucose of 318mg/dl. The customer treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was 201 to 534 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to check for site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was also advised to follow up with their doctor regarding their high blood glucose. The product was not returned for analysis.